Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusion system had accidentally been left on overnight and unplugged. The system shut down and when powered on in the morning, the front panel battery light was red. After the system had charged for several hours, they unplugged it and the system went dead. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) will determine if batteries need to be changed out.